Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Visual inspection identified the handle in a locked, straight position with 0% fine adjustment used. One (1) compression mark was observed at the mid flex shaft. De airing was performed successfully, and inflation/deflation testing was completed without issue. Imaging evaluation identified asymmetrical valve deployment, with the proximal side opening prior to the distal side; however, final valve positioning appeared acceptable. Functional testing confirmed that inflation and deflation time measurements of the balloon were within expected parameters, and no abnormalities were noted. Due to the nature of the complaint, no applicable dimensional testing could be performed. The reported event was confirmed based on the imagery provided. The returned device evaluation conforms to specifications; therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during valve deployment it was observed that the balloon appeared to inflate from the proximal side first before fully expanding the valve. Despite this the valve was successfully deployed." Based on the device evaluation for the returned delivery system, the total inflation and deflation time met the specifications, and the balloon was able to fully inflate/deflate. Additionally, no abnormalities were reported during device unpacking or preparation during implant procedure. Therefore, it is unlikely that manufacturing non-conformances could have contributed to this event. Fluoroscopic imaging demonstrated that the valve was initially deployed asymmetrically, with the proximal end inflating prior to the distal end; however, the valve was ultimately able to fully deploy. Investigation results did not conclusively identify a root cause. The reported event may be related to patient anatomy, such as annular shape, valve morphology (for example, a bicuspid valve), and/or calcium distribution interacting with balloon deployment. The information provided did not indicate any damage to the sheath or difficulty advancing the delivery system through the sheath, and the sheath was not returned for evaluation. Based on the available information, the root cause remains indeterminable. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards affiliates in canada, during a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra valve via transfemoral approach, the balloon appeared to inflate from the proximal side first before fully expanding the valve during deployment. Despite this observation, the valve was successfully deployed. During post-dilatation, balloon inflation appeared normal. The medical team reported no abnormalities related to patient anatomy, inflation technique, or resistance during advancement of the delivery system into the esheath, nor were any issues noted during device preparation. The patient remained stable and did not sustain any injury.

Manufacturer narrative:
The investigation is ongoing.